Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements out of range greater than 125 ohms. Technical services (ts) provided reprograming options and noted that the measurements seemed to plateau according to the graphic plot. Ts stated to consider increasing the alert for 150 ohms and monitor this patient. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was not returned for analysis since it remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.